Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: cerebral coiling procedure. When they went to close with the 8fr angio-seal, the device stopped advancing through the angio-seal sheath and got stuck in the sheath. The sheath and device were removed, and manual pressure was held to achieve hemostasis. The patient was stable, and the procedure was successful. The estimated blood loss was less then 250cc. The angio-seal wire was advanced into the 8fr pinnacle sheath prior to swapping out with an angio-seal dilator and sheath.